Event description:
It was reported by the customer that the needle separated from the catheter hub. When the hub was pulled after successful insertion, the needle stayed in the sheath. There was enough of the needle sticking out to be removed with the use of tweezers. No information was received regarding any serious injury as a result of this product issue.